Event description:
It was reported that the patient presented to clinic for a routine follow-up. It was found that the right ventricular lead exhibited high impedance and low sensing. It was determined that the lead was fractured and was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please note the correction for reference report number 2017865-2014-04072. Device available for evaluation: should be no; not yes. Device evaluated by MFR: should be not returned to manufacturer. (B)(4).